Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown. (B)(6).

Event description:
It was reported that the tube of a port-a-cath® ii implantable access system ruptured. The port was explanted due to the rupture. No permanent injury was reported.